Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/20/2023, it was reported by a sales representative via email that a 1099-095 telescoping lag screw was being removed, and as the surgeon was backing the screw out, the locking ring got caught on the lateral cortex. The surgeon had to rip the lag screw through the locking ring, which was embedded in the cortex. This was discovered during a procedure. Additional information requested.

Manufacturer narrative:
The complaint allegation was confirmed upon evaluation of the customer's attached photograph. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, misaligned extraction, or excessive force used to manipulate the device.